Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was noticed prior to use that the unit was not alarming. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿it was noticed prior to use that the unit was not alarming.¿ the unit was triaged and the customer¿s reported condition was confirmed. When the pump was powered on no audible tones were heard. The unit was disassembled and a visual inspection of the main pcba found component c168 in the audio circuit was broken off. Component u14 in the audio circuit was also damaged, resulting in bent leads and lifted pads. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.